Event description:
Caller states that the customer attempted to obtain a reading on his aviva meter, but received an error within specification (err + battery symbol icon). Customer was sweating, which caller thought was low blood sugar symptoms. Caller treated customer with a peppermint candy, and customer felt better. Requested return of suspect device and replacement was sent.